Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The disposables involved in this incident were returned to belmot for investigation on may 28th, 2025. On may 20th, belmont received additional information that the patient involved in this incident expired however, the device was confirmed as not being a contributing factor. The air vent leak is visibly obvious to the user while interacting with the device. The disposable set can be exchanged to continue infusion. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3- spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The disposable sets involved were returned and reviewed by engineering. The leaks could be confirmed from the air vents of both sets. After internal inspection, it was identified the leaks were coming from the hydrophobic membrane component inside the reservoir. Root cause was isolated to the hydrophobic membrane. No other air vent leak complaints have been recorded for this lot. The failure rate for air vent leaks was determined to be 0.024% which is in line with the established risk profile. We replaced the disposable sets involved and will continue to monitor these incidents going forward.

Event description:
The user facility reported that 2 disposable sets from lot#20240506 had an issue of fluid leaking through the vent cap. One during training and one during mtp on the same day.